Event description:
Area leader of the hospital reported via our sales rep that the surgeon stated during the surgery, when he was inserting the cannulated screws, that it was not possible anymore to remove the k-wire. At the attempt to pull out the wire by using an accumulator drill, the tip of the k-wire got stuck into one vertebra. Further information is already requested.

Manufacturer narrative:
K-wire piece was successfully removed from the pt. There were no further adverse consequences to the pt. Additional information has been requested and, if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.